Event description:
Thrombus was observed within the implanted cypher stent one day after the procedure. This patient presented for emergent treatment due to an acute myocardial infarction. Pci was performed on de novo lesion in the distal right coronary artery (native vessel) of 25mm in length in a 3.0mm vessel diameter at at bifurcation. The lesion was characterized as (class c) and eccentric. There were no pre-procedure medications. Intra-procedure medications included aspirin 100mg/day, heparin 8,000 units, pamiteplase 2,600 units. Ticlopidine hydrochloride 200 mg/day and ciostazol 200mg/day and cilostazol 200mg/day. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200 mg/day and cilostrazol 200 mg/day. The following day, the patient complained of chest pain while still hospitalized. Cag was conducted and thrombus was observed in the implanted cypher stent. Aspiration and poba were conducted. Then a 2.5x18mm cypher was implanted distal to the intially implanted cypher. The stents were overlapping. A 3.0x 18mm cypher was implanted prioximal to the initally implanted cypher. The lesion was pre-dilated with a 2.0x20mm balloon at 6 atm before deploying one 2.5x 28mm cypher stent. Ivus was conducted. There was untreated lesion proximal to the implant cypher. Timi ii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Act was not measured.